Event description:
Reporter indicated that during generator replacement surgery for end of service, the lead was found to be broken just past the connector pins. The surgeon reported that a portion of the lead was found to be migrated down to the generator subcutaneous pocket in the left pectoral region. The lead was also replaced. The portion of the lead being returned to the manufacturer is the portion from the connector pins to the break. The rest of the lead was discarded and will not be returned. Physician reported that there was no indication that something was wrong with the lead prior to the generator replacement surgery. A lead test was performed approximately one month prior to generator replacement surgery and was within normal limits, indicating proper device function at that time. No x-rays were taken and the patient is non-verbal so they cannot report if they did not feel stimulation. The physician also reported that he did not notice any significant difference in seizure activity since the ncp system was implanted.